Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a balloon rupture occurred. Vascular access was obtained through a radial artery. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery (rca). The 5.0mm x 8.0mm nc quantum apex balloon catheter was advanced to the lesion. Upon the first inflation, the balloon was inflated to 10atms and the balloon ruptured. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.